Event description:
Company representative reported the patient stated the down button on the side of the pump is "temperamental" and sometimes does not work. Company representative stated the customer quite often uses the 'quick bolus' function to deliver boluses and is finding that when pressing and holding the down arrow button, the pump will not enter the quick bolus mode. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).